Event description:
Information received regarding the explanted device notes that the patient presented to the emergency room with a ventricular pacing rate of 174 ppm. Attempts to interrogate the device were unsuccessful. The patient was administered amiodarone which gave the patient a 2:1 block, with the paced rate being 166 ppm and every other ventricular spike capturing.